Manufacturer narrative:
Insulin pump passed unexpected restart error test. No unexpected restart error alarm and resetting time/date after changing battery noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with corroded battery tube and reservoir tube lip completely broken off noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose level was unknown. It also stated that troubleshooting was performed and insulin pump error issue was remain unresolved. Customer will not return device for analysis